Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the galatea device may have caused or contributed to the event. Tepha was informed that the reporter / complainant was unable or unwilling to provide any further information on the patient, product or procedural details. At this time, no conclusions can be made. No part number of lot number has been provided; therefore a review of manufacturing records could not be performed. The IFU includes information on possible complications and adverse reactions. If additional information is obtained, an emdr will be submitted.

Event description:
Physician reported on (B)(6) 2019 that a patient experienced spitting (extrusion) of the galaform mesh and had an infection. No additional information was provided.